Event description:
Additional information received reported that x-rays were taken on two different occasions and did not show any lead displacement or fracture. The impedance issues were still occurring whether the lead was connected to the implantable neurostimulator (ins) or the multi-lead trialing cable (mltc). Upon visual examination the leads appeared to be fine with no kinks. The leads were again tightened down and did not budge. The patient was noted to be active but reported random stimulation. Reprogramming would be done and then after the patient would leave the clinic there was no further stimulation. The patient¿s health care provider (hcp) has decided to replace their leads.

Event description:
Additional information received reported that the lead revision occurred on (B)(6) 2015. The patient was doing well after the revision and receiving effective therapy.

Manufacturer narrative:
Analysis of the lead, lot # va0fvfc011, found all the conductors were broken 19.5cm from the distal end of the lead. Analysis of the lead, lot # va0fvfc011, found all the conductors were broken approximately 19cm from the distal end of the lead.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that two weeks prior to the call the patient saw an out of regulation (oor) message and then saw it again on the day prior to the call. The patient was not using a lot of active electrodes and their settings were not high. They also had it set for slow amplitude ramping and it would take a long time to communicate and show the hour glass screen. During an impedance check it was found that on group c, c2 showed greater than 40,000 ohms and all electrodes showed 10,000 ohms. Referencing contact 9, contacts 1, 3, 8, 10, 11, 14 and 15 were all greater than 10,000 ohms. Referencing contact 0, contacts 1, 3, and 6 were all greater than 10,000 ohms. The patient has 3 groups and 97% of their usage is on group c. The patient had to increase their amplitude to a higher level because they were not feeling the stimulation as much. Reprogramming was done to avoid the electrodes with high impedances because they have major ankle pain and was initially unable to gain coverage of their foot. Fluoroscopy images were taken and did not show any obvious fractures or disconnect with the system. At the time of the report the patient was receiving adequate coverage but with a higher amplitude. Their health care provider (hcp) was scheduling a revision surgery and further troubleshooting would be done during the revision.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.